Event description:
It was reported that while trying to cross an in-stent restenosis, the guide wire tip separated in the stent and was unable to be snared. Another stent was implanted to trap the guide wire against the vessel wall.